Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was varied p-wave sensing amplitude noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.